Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a routine refill, the physician noticed negative pressure from the pump as the 1st cc was pulled in by the pump. The physician continued filling at a slow rate of about 1cc per 3 seconds, but it seemed to take a little extra pressure to fill. After 3 to 4cc, the pump ¿locked up¿ and the physician was unable to inject or aspirate. Troubleshooting was performed, including: removing the filter, changing the tubing and needle, checking patency, and trying a third refill kit. The physician was confident that the problem was not procedural or related to the refill kit or needle. At the time of report, the physician had already had constant negative pressure on the syringe for several minutes and planned to continue with the negative pressure for a time. The physician was considering taking a lateral x-ray, but may opt to replace the pump. The device system was delivering fentanyl. Later that day, it was also reported that the physician was not able to refill the pump to its total amount of 10cc or aspirate. On the following day, it was reported that the physician planned to replace the pump that day. It was noted that the physician had not aspirated and primed the catheter on the prior day. About two months later, it was reported that the patient had not experienced any symptoms prior to replacement and was doing fine po st-operatively. It was stated that the pump had been replaced electively per the physician. It was later reported that the dark brown flakes tested positive as fentanyl.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2001. Product type: catheter. (B)(4). Final analysis of the pump found residue build-up within the reservoir bellows and septum area. The catheter access port output was yellow and was partially occluded with dried drug. It was also found that the reservoir was still yellow after several rinses.